Manufacturer narrative:
The phacoemulsification handpiece was returned and during functional testing, the phacoemulsification handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phacoemulsification handpiece assembly was identified as a contributing factor. Manufacturing review confirms that this phacoemulsification handpiece was manufactured after august 2019, which is in alignment with the scope identified in the internal investigation. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgery the phacoemulsification handpiece failed to deliver phacoemulsification power. The handpiece was removed from the sterile field a new one obtained and the procedure completed with no harm to the patient.